Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer was treated with high blood glucose by switching back to his old insulin pump. The troubleshooting was performed. The customer was advised to call back at his convenience when he has the infusion set, reservoir and the blue clamp with him to perform high blood glucose testing.